Event description:
Customer reported on a bravo ph capsule that failed to attach. According to the customer, the capsule was found at the back of the throat. It was recovered with a snare. The pt was not injured following the procedure.